Event description:
It was reported that this patient with a new implantable cardioverter defibrillator (ICD) a few months ago and recently noted that the device was beeping. After a few connectivity issues with the remote monitoring system they were able to get the device report for review. Review indicated that right ventricular (rv) lead had alerted due to high out of range impedances greater than 2000 ohms. The graph showed that the impedances had a sharp incline to continuous high out of range values. The lead remains in-service, and no further details were able to be obtained. No adverse patient effects were reported.